Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the supera instruction for use (IFU) states: use this device prior to the use by (expiration) date as specified on the device package label. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported use after expiration appears to be related to the deviation from the IFU.

Event description:
It was reported that the procedure was to treat a lesion located in the popliteal artery. After deployment of the 4 x 60 mm supera veritas stent it was noted that the device was used after its use by date of (B)(6) 2016. The patient is reported to be doing well. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.